Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's reservoir compartment was chipped and causing the reservoir to fall out. During the day, the customer secured the reservoir with tape but was unable to monitor it at night. Customer's blood glucose level was 13 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked battery tube threads, missing end cap sticker, missing reservoir tube o-ring and partially broken off reservoir tube lip. The reservoir tube lip partially broken off and test reservoir will not lock/click in place.